Event description:
Provider alleged heat exchanger leaked. Repair statement confirmed unit had low o2 or yellow light and that heat exchanger leaked. Additional issues noted on repair statement: hose leaked, clamp missing.